Manufacturer narrative:
The impella cp was saved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 75-year-old male patient who had been admitted in acute myocardial infarction and cardiogenic shock, presenting in scai stage d at pump insertion. Underlying medical history was not shared, beyond the patient being on inotropes, vasopressors, and oxygen for respiratory needs. The cp support was ongoing when there was concern of hemolysis. This was seen on day of insertion. There was red urine and hemolyzing labs. The team troubleshot this by repositioning and pump explant and escalation to the impella 5.5 pump after approximately 1 day of support. The patient survived and was supported by the 5.5 til wean and explant. Hemolysis may be influenced by patient-specific factors such as underlying cardiogenic shock, high support levels, and hemodynamic instability.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/patient-device interaction: the cause of hemolysis/patient-device interaction was most likely due to pump was not in proper position since clinical team confirmed hemolysis was resolved after repositioning of the pump.